Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and ovarian cyst outcome was unknown. The reporter considered dyspareunia, ovarian cyst and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and ovarian cyst outcome was unknown. The reporter considered dyspareunia, ovarian cyst and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device dislocation ('distal migration of the left fallopian tube occlusion'), pelvic pain ('pain') and genital haemorrhage ('genital bleeding') in a 35-year-old female patient who had essure (batch no. A47947) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and breast cancer. Concurrent conditions included vitamin d deficiency, painful periods, tenderness, endometriosis, ovarian cyst, libido decreased and urinary frequency. Concomitant products included clonazepam since 2010 and desvenlafaxine since 2010. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain abdominal area"). In (B)(6) 2015, the patient experienced alopecia ("hair loss,"). In (B)(6) 2016, the patient experienced nausea ("nausea,"), constipation ("gastrointestinal or digestive system condition type: constipation"), diarrhoea ("diarrhea") and vaginal discharge ("vaginal discharge,"). In (B)(6) 2017, the patient experienced headache ("headaches,"), migraine ("migraines") and fatigue ("fatigue,"). In (B)(6) 2017, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia / heavy bleeding to spotting"), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), vulvovaginal pain ("vaginal pain") and pain ("pain general"). The patient was treated with surgery (essure removal and hysterectomy, salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, dyspareunia, ovarian cyst, migraine, fatigue, constipation, diarrhoea, alopecia, vaginal discharge and pain outcome was unknown, the pelvic pain, headache, nausea, weight increased, abdominal pain, abdominal pain lower, back pain and vulvovaginal pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, constipation, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pain, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion as per mr. Hysterosalpingogram with catheterization xray indication: evaluate tubal occlusion status post essure procedure. Impression: distal migration of the left fallopian tube occlusion device within the left fallopian tube, patency of the proximal 4 cm of the left fallopian tube. Occlusion of the distal left fallopian tube. Occlusion of the right fallopian tube with appropriate positioning of the right fallopian tube occlusion device.. Pathology test: (B)(6) 2017: hpf pathology specimen report clinical history: fbu, pelvic pain, menorrhagia specimen{s) : uterus and adnexa: uterus, cervix, bilateral tubes. Final diagnosis: uterus and adnexa, uterus, cervix, bilateral tubes, uterus and fallopian tubes (hysterectomy, bilateral salpingectomy) : cervix: mild chronic inflammation prominent nabothian cysts; negative for dysplasia rum malignancy. Endometrium: inactive pattern; negative for hyperplasia and malignancy myometrium: no specific pathologic changes. Serosa: benign fibro vascular adhesions. Left fallopian tube: intraluminal metallic coil, consistent with an essure contraceptive device (gross diagnosis only) right fallopian tube: intraluminal metallic coil, consistent with an essure contraceptive device (gross diagnosis only): focal dystrophic calcification and fibrosis. Ultrasound scan: on (B)(6) 2015: the ultrasound result showed normal uterus/ovaries; on (B)(6) 2016: the ultrasound result showed a small cyst; on (B)(6) 2017: the ultrasound result showed normal uterus/ovaries. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ pelvic pain, menorrhagia, dyspareunia, dysmenorrhea, lower abdominal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: quality safety evaluation of ptc. On 17-may-2019: no new clinical information was received. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("distal migration of the left fallopian tube occlusion"), pelvic pain ("pain") and genital haemorrhage ("genital bleeding") in a 35-year-old female patient who had essure (batch no. A47947) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and breast cancer. Concurrent conditions included vitamin d deficiency, painful periods, tenderness, endometriosis, ovarian cyst, libido decreased and urinary frequency. Concomitant products included clonazepam since 2010 and desvenlafaxine since 2010. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain abdominal area"). In (B)(6) 2015, the patient experienced alopecia ("hair loss,"). In (B)(6) 2016, the patient experienced nausea ("nausea,"), constipation ("gastrointestinal or digestive system condition type: constipation"), diarrhoea ("diarrhea") and vaginal discharge ("vaginal discharge,"). In (B)(6) 2017, the patient experienced headache ("headaches,"), migraine ("migraines") and fatigue ("fatigue,"). In (B)(6) 2017, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia / heavy bleeding to spotting"), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), vulvovaginal pain ("vaginal pain") and pain ("pain general"). The patient was treated with surgery (essure removal and hysterectomy, salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, dyspareunia, ovarian cyst, migraine, fatigue, constipation, diarrhoea, alopecia, vaginal discharge and pain outcome was unknown, the pelvic pain, headache, nausea, weight increased, abdominal pain, abdominal pain lower, back pain and vulvovaginal pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, constipation, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pain, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion as per mr. Hysterosalpingogram with catheterization xray indication: evaluate tubal occlusion status post essure procedure. Impression: distal migration of the left fallopian tube occlusion device within the left fallopian tube, patency of the proximal 4 cm of the left fallopian tube. Occlusion of the distal left fallopian tube. Occlusion of the right fallopian tube with appropriate positioning of the right fallopian tube occlusion device. Pathology test - on (B)(6) 2017: hpf pathology specimen report clinical history: fbu, pelvic pain, menorrhagia. Specimen{s) : uterus and adnexa - uterus, cervix, bilateral tubes. Final diagnosis: uterus and adnexa; uterus, cervix, bilateral tubes; uterus and fallopian tubes (hysterectomy, bilateral salpingectomy) : cervix: mild chronic inflammation prominent nabothian cysts; negative for dysplasia rum malignancy. Endometrium: inactive pattern; negative for hyperplasia and malignancy. Myometrium: no specific pathologic changes. Serosa: benign fibro vascular adhesions. Left fallopian tube: intraluminal metallic coil, consistent with an essure contraceptive device (gross diagnosis only). Right fallopian tube: intraluminal metallic coil, consistent with an essure contraceptive device (gross diagnosis only): focal dystrophic. Calcification and fibrosis. Ultrasound scan - on (B)(6) 2015: the ultrasound result showed normal uterus/ovaries; on (B)(6) 2016: the ultrasound result showed a small cyst; on (B)(6) 2017: the ultrasound result showed normal uterus/ovaries. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ pelvic pain, menorrhagia, dyspareunia, dysmenorrhea, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: new pfs + mr received- new events added: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system, condition type: constipation and diarrhea, hair loss, pain, perforation (uterus), vaginal discharge, weight gain, back pain, abdominal pain, vaginal pain, general pain, device dislocation, lower abdominal pain were added. Outcome of events pain, headache, nausea, weight gain from unknown to recovering/resolving and events cramping, bleeding from unknown to recovered/resolved were updated. Lot number and new reporters were added. Concomitant conditions and drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.